Event description:
Two days after a coronary drug eluting stenting treatment procedure, a subacute thrombus occurred. In 2004 the physician predilated the lesions located in the diagonal bifurcation and the left anterior descending (lad) with a quantum maverick balloon (size unknown). He then placed 4 taxus express2 8.8% drug eluting stents: 2 (size unknown) in the diagonal bifurcation, 1 in the lad (size unknown), and a taxus express2 8.8% 3.00 x 12 mm in the proximal lad. The physician was able to post dilate all of the stents with the delivery device balloons, with the exception of the 3.0 mm x 12 mm in the proximal lad. This stent was reported to be occluded. The three other stents were well positioned and apposed. Two days later, the pt presented with chest pain. The pt was re-catheterized in the cardiac catheterization lab and a subacute thrombosis was found in the proximal stent of the lad. The physician was unable to clear the occlusion and the pt was sent for coronary artery bypass graft surgery. The status of the pt is currently stable.